Event description:
The customer reported that she was hospitalized due to heart issues as well as blood glucose levels greater than 800 mg/dl. The customer stated that she was feeling dizzy that day, and almost passed out. The customer was unable to troubleshoot the insulin pump due to the battery being dead and the battery cap being stripped. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.